Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall off test. The cause for the failure was isolated to an intermittent -5v wire in the cable connecting ECG "a", ECG "b", and the front therapy electrode. The root cause for the intermittent wire was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt's therapy electrodes were non-functional.